Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the pump alarmed motor error and customer experienced high blood glucose. The pump passed displacement test. The customer's blood glucose was 400mg/dl, treated with bolus pen. During motor error troubleshooting stated that she noticed crack in the reservoir compartment. The customer was advised to discontinue use of the pump and revert to back up plan.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarms were noted. The motor passed the motor test. The pump had a cracked display window, a cracked reservoir tube lip and a cracked reservoir tube.